Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported after running the device on a patient for weeks, the tidal volumes started fluctuating from 100 to zero, then was ok again. The customer reported there was patient involvement and no patient harm.